Event description:
Paramedics were treating a pt. The device was connected to the pt and proper operation was observed. The pt was disconnected and moved to the ambulance. When the device was reconnected the pt was observed to be in ventricular fibrillation. The pt received a defibrillation countershock and then required external pacing. Reportedly, the pt showed muscular jerking with each pacer pulse. The device allegedly stopped pacing the pt. The reporter based their statement on the lack of observed muscular response. A backup defibrillator was obtained and treatment was continued. The pt's outcome was not reported.